Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that stent fracture occurred. A 2.75x20mm promus element drug-eluting stent was advanced to treat the target lesion. However, during the procedure , it was noticed that the stents struts were fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). (B)(6), mr 2.75x20mm, stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break 210mm from the edge of the strain relief, there were also several hypotube kinks noted along the full catheter length. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the shaft of the device was broken during advancing of the device into the patient. The device was removed in the standard procedure.